Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported a post-operative wound infection. Interventions included medications of keflex and bactrim was administered on (B)(6) 2017. The event resulted in an emergency room visit and an unscheduled clinic or office visit. Imaging was done where the results showed soft tissue changes indicative of surgical site infection on (B)(6) 2017. Examination resulted in tenderness and erythema at the incision site. There was also a report of purulent drainage from the site. It was reported that it was possibly related to the device or therapy and possibly related to the implant procedure. Symptoms included several days of incision site pain, purulent drainage, and chills. The event was resolved without sequelae on (B)(6) 2017. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative (rep) for a clinical study (sdy). It was reported that the device was explanted, and not replaced, on (B)(6)2017. The exact cause of the post-operative wound infection was not determined, but was noted to have occurred after the implant procedure.